Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the sensor cannula was missing. Customer stated the sensor entered into warm up but never reflected continuous glucose monitoring readings on the insulin pump and when they removed the sensor and noticed the cannula was missing. No harm requiring medical intervention was reported. The sensor will not be returned for analysis.